Event description:
The customer reported that the large window zipper does not stay close that the zipper starts to pull apart. There was no pt injury reported.

Manufacturer narrative:
(B) (4) zipper pulls apart. Evaluation of the returned product shows that on panel side a the zipper slider body is open. On panel c the lower left leg has broken elastic. On the panel d both the right and left legs have broken elastic. (B) (4).